Manufacturer narrative:
Unknown taper. This event was captured in a literature article published in september, 2018. The reporter of the event was asked if the product was available for analysis and to provide device and patient information. To date, apollo has not been able to confirm device information from the reporter. Without device or device serial, the taper type is unknown. Further information has been requested of the reporter regarding: implant date, explant date, date of occurrence, and additional patient information. If returned, visual examination may confirm or determine another taper type associated with this event. Related medwatches sent for this article are: 3006722112-2018-00284, 3006722112-2018-00286, 3006722112-2018-00287, 3006722112-2018-00288, 3006722112-2018-00289 and 3006722112-2018-00290. Device labeling addresses the reported event as follows: precautions: it is the responsibility of the surgeon to advise the patient of the known risks and complications associated with the surgical procedure and implant. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. There is a risk of band erosion into stomach tissue. Erosion of the band into stomach tissue has been associated with revision surgery after the use of gastric-irritating medications, after stomach damage and after extensive dissection or use of electrocautery, and during early experience. Symptoms of band erosion may include reduced weight loss, weight gain, access port infection or abdominal pain. Reoperation to remove the device is required. Infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated. Other adverse events considered related to the lap-band® system that occurred in fewer than 1% of subjects included: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infection, infection, redundant skin, dehydration, gi perforation, diarrhea, abnormal stools, constipation, flatulence, dyspepsia, eructation, cardiospasm, hematemesis, asthenia, fever, chest pain, incision pain, contact dermatitis, abnormal healing, edema, paresthesia, dysmenorrhea, hypochromic anemia, band leak, cholecystitis, esophageal dysmotility, esophageal ulcer, esophagitis, port displacement, port site pain, spleen injury and wound infection. Warnings: patients should be advised that the lap-band ap® system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Literature review performed: "weight loss outcomes of laparoscopic adjustable gastric band with plication: a single center experience of 66 patients with 18-month follow-up" daniel cottam et al. Obesity surgery 2018. A lap-band patient experienced a short term complication of cellulitis at the port site, which was treated with antibiotics.